Manufacturer narrative:
The device in this case could not be returned for evaluation, therefore no physical investigation could be performed. The results of the device history review indicate that all components were manufactured to specifications. A definitive conclusion cannot be drawn at this time.

Event description:
Physician coiling carotid opthalmic aneurysm. Physician utilized echelon 10 and deployed several coils. Physician chose e-6-20-t10-md. Physician deployed coil and had 17 of the 20cm in length in the aneurysm when a small loop entered parent artery. Physician pulled back to readjust coil and coil broke, leaving 3cm hanging in the parent artery. Physician did not notice any stretching up to the point of breakage. Coil retrieval failed, and physician decided to leave coil in artery and place pt on plavix.